Manufacturer narrative:
The device was confirmed and duplicated for the reported condition of 812:02 due to a defective phm (pump head module). The phm was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. (B)(4)

Event description:
Baxter field service technician serviced a colleague device for failure code 812:02. The device was repaired on-site. No patient injury or medical intervention occurred. Upon review of the event history by baxter, it was found that failure code 812:02 caused an interruption of delivery. The user interface module master software version is not available at this time. No additional information is available.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4), associated with this report. A service history review revealed no previous service events related to the reported condition.(B)(4).

Manufacturer narrative:
This device utilizes user interface module master software version 5.06.00 categorized as unremediated. (B)(4).